Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse cleaned all drains and probes. Sample (s1) probe had rust on it and reagent 2 probe (r2) was found slightly bent. As a result, the s1, r2, and integrated multisensor technology (imt) probes were replaced. The cse determined that the cuvette washer probe b was leaking wash solution back into the cuvettes, which could contribute to the falsely low results, as vancomycin method uses washed cuvettes. The cse resolved the leak by replacing the cuvette washer b manifold. The probes were aligned and a quickcheck was run with sodium hydroxide (naoh). All quality controls (qc) passed and the instrument is operational. The cse also ran a precision study using patient samples and the results recovered acceptably. The cause of the falsely depressed vanc results is potentially attributable to the wash solution leaking into the cuvettes. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed vancomycin (vanc) results were obtained on 2 patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on the same instrument and an alternate dimension vista instrument. The repeat results were higher than the discordant results. The sample with identification (B)(6) was sent to an alternate facility, where it was processed on a dimension vista instrument, resulting higher than the falsely depressed result. The results obtained on the alternate dimension vista instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc results.